Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object could not be identified. It is likely that physical damage of the device caused the foreign material to remain in the device. However, a definitive root cause could not be determined. It was confirmed that there was no deviation of the reprocessing method. The phenomena could be prevented by following the contents of the instruction manual list below: chapter 6 "application and condition of cleaning, disinfection, and sterilization" chapter 7 "procedure of cleaning, disinfection, and sterilization olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited residual fluid or foreign object from forceps opening. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.